Manufacturer narrative:
E1 - facility name: (B)(6). The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, patient morphology, condition of the guide wire, interaction with accessory devices, damage to the catheter or accumulation of blood or contrast. In this case, it is possible the device may have interacted with the anatomy during advancement, as resistance was noted, causing the reported difficult to advance/position. Further manipulation of the device, as the balloon was reportedly inflated a second time to 18 atmospheres, may have contributed to the reported material rupture; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the guidewire was used to smoothly pass through the left anterior descending lesion to reach its distal end. The lesion was pre-dilated with a 2.5x20mm non-abbott balloon. Resistance was felt with the anatomy when advancing the 2.75x18 mm xience alpine stent delivery system to the target lesion. During the second inflation, the balloon ruptured at 18 atmospheres. A 2.75x18mm abbott stent was used to complete the procedure. There were no adverse patent effects and no clinically significant delay during the procedure. No additional information was provided.